Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work. Two weeks later, the patient had another inflatable penile prosthesis reservoir implanted as the old reservoir had a hole that caused a saline leak. Following the surgery, the patient improved.